Event description:
The patient reported an infection at the incision site. The patient was sent to urgent care where antibiotics were prescribed, they were set up with wound care, and they were advised to not wear the device until being seen by a physician. As of (B)(6) 2025, the incisions are resolving, the patient is on antibiotics, and the implanting clinician and wound care are monitoring the incisions to ensure successful healing.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information as the commercial team member who was present at the implant procedure is no longer with the company. Potential causes of infection are implanting a non-sterile device, patient non-compliance (touching or picking at the wound), not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, using incorrect tools, multiple tunneling attempts, implanting an expired device, off-label use, and patient contraindications. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.